Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error message for key blocked, remove key or cut power as soon as the pump is started. No key was pressed at all, but once restarted the issue disappeared. This incident occurred twice with the same pump. No patient injury was reported.